Manufacturer narrative:
The user reported inflammation at the insertion site 153 days post-insertion, a sensor suspended alert, and discrepancies between sensor readings. This case was escalated to the next level of support. Multiple attempts were made to contact the customer via phone and email between march 12th and march 17th, 2025, but the customer was unreachable. After a review of the data, it was noted that the system had been unstable, possibly causing the discrepancies, and that no data had been received since march 10th 2025, suggesting the user had stopped using the system. In an associated case where user reported infection (MFR#3009862700-2025-00498) at insertion site where the sensor was removed due to infection. B4. Date of this report 08 june 2025. G3. Date received by the manufacturer? 08 june 2025. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to next level support who reviewed the user's data and observed that the system was going through a period of instability. User was recommended to allow the system a few more days to stabilize, entering additional calibrations as requested. No further investigation was found necessary for this complaint.

Event description:
On march 11, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The customer reported inflammation at the insertion site 153 days post-insertion, a sensor suspended alert, and discrepancies between sensor readings.this case was escalated to the next level of support. Multiple attempts were made to contact the customer via phone and email between march 12 and march 17, 2025, but the customer was unreachable.after a review of the data, it was noted that the system had been unstable, possibly causing the discrepancies, and that no data had been received since march 10, suggesting the customer had stopped using the system. According to the case information, it was confirmed that the sensor had been removed at the end of the lifespan. B4. Date of this report 06 june 2025. G3. Date received by the manufacturer? 06 june 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.